Event description:
Information received by medtronic the customer reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 390 mg/dl and sensor glucose was 260 mg/dl at the time of the event, the difference is outside the acceptable range. No harm requiring medical intervention was reported. Troubleshooting was performed successfully however, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.